Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned item that the femoral impactor fractured into two pieces. Both pieces were returned. The device exhibits significant signs of use and wear. A medical investigation was conducted and confirms this case reports the impactor bumper broke during impaction. Per complaint details, there was no patient injury or delay, and the procedure was completed using a backup device. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a journey fem impact bumper left, the bumper broke upon impaction. This occurred during a tka procedure, instrument inside the patient. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported.